Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a history/settings issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/25/2016-device evaluation: the pump has been returned and evaluated by product analysis on 05/03/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. During testing, the pump powered on properly with audible tones and vibration. The pump was exercised for 24 hours on a 1 unit/hour basal rate, and the basal history accurately reflected this program. A normal 10 unit bolus was performed successfully, and the bolus history appeared to record deliveries properly. None of the keypad buttons were hypersensitive to user presses. The complaint was not duplicated, and no defect was found. This (B)(4).